Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify missing segment/partial display anomaly due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer was seeing a black spot on her pump screen. Customer stated that happened after battery change. Customer stated that the display did not return to normal. Customer stated that the insulin pump was neither dropped nor bumped. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and revert to a back-up plan. The insulin pump will be returned for analysis.